Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with case cracked behind the pump at the corner of the belt clip rails and moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that their insulin pump got water in it. The customer¿s blood glucose was 103 mg/dl. Troubleshooting was done for fluid expose. Customer stated they did not hear fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.